Manufacturer narrative:
H3: neither product nor pictures were received for analysis. The device history record of the reported lot number 6108391 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the pump did not alarm air in line. The device was connected to a patient when the error/event occurred. A continuous infusion rate of 1.389 ml per hour had been programmed, with a total reservoir volume of 100 ml and a given volume of 100 ml. The air detector and upstream sensor had been turned on but low. The length of infusion has been set to 72 hours. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The method used to prime was syringe. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated cassette and pump complaints documented on (B)(4) and (B)(4).